Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The finish loading alarm and low reservoir alarm functioned properly. No damage was noted on case. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 512 mg/dl. The customer treated with a shot. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to check the tubing for air. The customer stated that there was nothing to report. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that the insulin did exit. The customer stated that there were no leaks. The customer stated that there was a loading alarm and low reservoir in the alarm history. The customer will be sent a replacement pump.